Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc). The factory of (B)(4) olympus confirmed that the cutting wire of the subject device was broken. The broken section of the cutting wire was melted and burned. As a measurement result of the outer diameter of the cutting wire, there was no abnormality. There were no missing parts. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc assumes that the cutting wire broke since the tube was insufficiently protruded from the endoscope and the cutting wire was too close to the endoscope while the device was activated, and it caused spark. Then, a part of the cutting wire became extremely hot, resulting in breakage. The above device handling has warned in the instruction manual as follows. Since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result.

Event description:
We received the following report. During an endoscopic sphincterotomy (est), the subject device was used. The knife wire of the device broke during activation. There were no fallen fragments. The intended procedure was completed with the subject device. There was no patient injury reported.